Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps device was used during an esophagogastroduodenoscopy (egd) procedure within the stomach performed on (B)(6), 2012. According to the complainant, as the device was being withdrawn through the scope's biopsy channel, resistance was encountered due to 'the center metal pin,' which 'holds the jaws and the needle in place,' protruding from the side. This likely references a needle tail bent condition. The procedure was completed with this radial jaw 4 large capacity biopsy forceps device. Additionally, the scope was damaged as a result of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.